Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 72-year-old female undergoing support for acute myocardial infarction and cardiogenic shock was supported with multiple impella systems during the reported hospitalization. During support with pump 1 (cp, sn (B)(6)), intermittent motor spikes and elevated left ventricular waveform pressures were observed, followed approximately ten minutes later by high pump motor current and a subsequent pump stoppage. The device was explanted on (B)(6) 2026 at 10:20 am due to suspected pump thrombosis; no product return is expected and no additional allegations were reported. A second device, pump 2 (impella 5.5, sn (B)(6)), was implanted via right axillary surgical access on (B)(6) 2026 at 9:00 am. During its support period, the system exhibited thrombosis, high or saturated pump flow, and an associated pump stop. The device was removed on (B)(6) 2026 at 3:10 pm, and product return is expected for evaluation. Based on the information available, the events associated with pump 1 and pump 2 are consistent with suspected intrapump thrombosis leading to elevated motor current and pump stoppage. The root cause cannot be confirmed until product analysis is completed. Pump 3 remains in use without reported malfunction. The impella cp and impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support.interruption during the stoppage and exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
B1: updated product problem d9: updated the devices return information h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pump stop: the cause of the pump stop was biomaterial ingestion due to biomaterial found along the length of the cannula and wrapped around the impellor blades. High or saturated pump flow: the cause of the saturated pump flow was biomaterial ingestion due to biomaterial found along the length of the cannula and wrapped around the impellor blades. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.